Event description:
The customer observed falsely elevated white blood cell (wbc) count results for one patient. The following data was provided: sample ID (B)(6) initial result was 63.7, repeat was 27.5 10e3/ul. The patient was redrawn, under sample ID (B)(6), and the result was 30.0 10e3/ul. There was no impact to patient management reported.

Manufacturer narrative:
Correction was made to section d2b procode. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission. Additional information provided in section d4 primary UDI number: (B)(4).

Manufacturer narrative:
The complaint investigation for a falsely elevated white blood cells (wbc) results, on the alinity hq analyzer, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Review of the scatters indicated that the wbcs are clearly separated. No instrument performance issue was identified. Qc recovered within range. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated white blood cell (wbc) count results for one patient. The following data was provided: sample ID (B)(6) initial result was 63.7, repeat was 27.5 10e3/ul. The patient was redrawn, under sample ID (B)(6) , and the result was 30.0 10e3/ul. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated white blood cell (wbc) count results for one patient. The following data was provided: sample ID (B)(6) initial result was 63.7, repeat was 27.5 10e3/ul. The patient was redrawn, under sample ID (B)(6), and the result was 30.0 10e3/ul. There was no impact to patient management reported.